Manufacturer narrative:
As reported, the balloon of a saber rx 6mm 30cm 155 percutaneous transluminal angioplasty (pta) dilation catheter was confirmed to be ruptured after pressure exceed its nominal pressure during its second inflation. An unknown drug-coated balloon was used to complete the procedure after the complaint device was removed. No injury was reported to the patient. The product stored properly and prepped according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally and maintained negative pressure. The target lesion was the right superficial femoral artery. A cross-over approach was made from the left femoral artery. The target lesion was a chronic total occlusion, with no tortuosity, and had 100% stenosis. The contrast to saline ratio was 50:50. The same indeflator used was also successfully used with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. An unknown guidewire crossed the lesion, and the saber pta was used. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend and did not kink while being used. The device was unable to be inflated when the pressure exceeds its nominal pressure during its second inflation. The physician confirmed that "blood was pulled out" and the balloon to be ruptured upon removal of the device. The product was removed intact from the patient. The product was not returned for analysis as it was discarded due to suspicion of infectious disease. A product history record (phr) review of lot 82204583 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of chronic total occlusion with 100% stenosis may have contributed to the reported event. A chronically occluded vessel makes crossing into the lesion challenging; it is likely damage to balloon material occurred in the attempt to cross or upon inflation. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a saber rx 6mm 30cm 155 percutaneous transluminal angioplasty (pta) dilation catheter was confirmed to be ruptured after pressure exceed its nominal pressure during its second inflation. An unknown drug-coated balloon was used to complete the procedure after the complaint device was removed. No injury was reported to the patient. The product stored properly and prepped according to the instructions for use (IFU). There was no difficulty removing the product from the hoop or protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally and maintained negative pressure. The target lesion was the right superficial femoral artery. A cross-over approach was made from the left femoral artery. The target lesion was a chronic total occlusion, with no tortuosity, and had 100% stenosis. The contrast to saline ratio was 50:50. The same indeflator used was also successfully used with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. There was no resistance or friction while inserting the balloon through the guide catheter. An unknown guidewire crossed the lesion and the saber pta was used. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and did not kink while being used. The device was unable to be inflated when the pressure exceed its nominal pressure during its second inflation. The physician confirmed that "blood was pulled out" and the balloon to be ruptured upon removal of the device. The product was removed intact from the patient. The device will not be returned as it was discarded due to suspicion of infectious disease.